Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. User facility was notified on may 27, 2009 and correspondence from the risk manager states that there was no injury or adverse outcome to the patient, therefore, no medwatch would be filed by the user facility.

Event description:
It was reported that patient underwent procedure utilizing microplasty cup inserter in 2009. During the procedure, the inserter would not release the cup after placing it in the acetabulum. As a result, a significant delay in the procedure was experienced. Upon receipt, an evaluation was performed and found component to meet specifications. In compliance with internal procedures, event is being reported due to delay in the procedure. No further information or injury to patient has been reported.